Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Medical records identified the following: patient was revised for dislocation and metallosis. While in the joint, abductors were found to be absent and metallosis was at the neck-stem junction. The stem was removed and fixation was provided with cables, whereas the cup was deemed well fixed and left in place. A new liner, proximal body, stem, and head were placed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803602, lot: 61895540, femoral head 12/14 taper. Part: 00875101136, lot: 61689065, liner neutral 36 mm. Part: 65771301200, lot: 61826472, modular femoral stem size 12.5. Part: 00875705401, lot: 61850819, shell with cluster holes porous 54 mm. Part: 00625006525, lot: 61980048, bone scr 6.5x25 self-tap. Part: 00625006525, lot: 61996195, bone scr 6.5x25 self-tap. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02478, 0001822565-2021-02479, 0001822565-2021-02480.

Event description:
It was reported the patient was revised 9 years post-implantation due to dislocation, metallosis and muscle damage. The initial cup was left in place, and all other components were removed without complication. Attempts to obtain additional information have been made; however, no more is available.